Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that the below assay range creatinine (cre2) results on two patient samples and lipase (lip) result on a patient sample were obtained on a dimension exl 200 instrument. Quality control (qc) was recovered with the range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse assisted customer in replacing and realigning the sample probe tip, realigning the reagent 1 (r1) and reagent 2 (r2). Siemens reviewed the data provided by the customer and concluded that reagent probe misalignment potentially contributed to the below assay range cre2 and lip results, which was resolved with realignment of the r1 and r2. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Below assay range creatinine (cre2) results on two patient samples and lipase (lip) result on a patient sample were obtained on a dimension exl 200 instrument. The initial results were reported to the physician(s), who questioned the results. The samples were reprocessed on the original instrument and higher results were obtained for cre2. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cre2 and lip results.